Manufacturer narrative:
All available information was investigated and the reported inability to open the clip could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported inability to open the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a break. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was prepared per the instructions for use (IFU) and had no issues during prep. However, when the clip was inserted into the left atrium (la), it was unable to open. Troubleshooting was performed, but the clip was still unable to open. Therefore, the clip was removed and replaced. Two clips were then implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. The returned device analysis reported the l-lock tabs and gripper line were broken.